Manufacturer narrative:
Further information was provided. Symptom was first observed (B)(6) 2019. At explant/exchange there was no incision enlargement, no vitrectomy, and no unplanned sutures required. The patient is doing very well post-exchange. The replacement lens was a different model and different diopter. No additional information was provided. The following section have been updated accordingly: section b3: date of event: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 7/30/19-12/4/19. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed one other complaint was received under this production order; however, no product deficiency was found. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was unhappy with an intraocular lens (iol) due to experiencing severe glare. Therefore, the lens was explanted. No additional information was provided to johnson & johnson surgical vision.